Event description:
Pt called lfs in 2003 alleging they had a problem with the strip dimension of their ot ultra test strips. The pt reported no high or low blood glucose symptoms while attempting to test. The pt reported a result of 60mg/dl on the meter. They ate/drank after the result. The issue was not resolved with troubleshooting. No further info has been reported.